Manufacturer narrative:
(B)(4)

Event description:
It was reported that the locator abutment (iloa002) fractured on the screw portion.

Manufacturer narrative:
One certain locator abutment was returned for inspection. The device was shipped to the supplier (B)(4) for evaluation. The supplier's evaluation revealed that the post broke at minimum diameter. The complaint is confirmed. The broach was found to be damaged. No product defects were found. (B)(4) recommends that most abutments be tightened to 30 ncm or the level indicated by the implant manufacturer. The component was found to have no manufacturing defects. A singular cause cannot be determined. The following sections have been updated.